Event description:
An other healthcare professional reported that during intraocular lens (iol) implantation, the lens was unable to unfold once implanted. The lens was removed, reloaded and again implanted but the issue still remained. Additional information has been requested and received stating the surgery was completed with another lens.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).